Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿material not biocompatible¿. A potential root cause for this failure could be ¿mechanical and / or chemical responses from the patient". The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley trays ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the patient experienced a uti while using the bard touchless latex free sample. The patient wants to know the components of the lubricants, as she thought that it could have been a probable cause of the chronic uti. The patient was on IV therapy.